Event description:
Reportedly, after the upgrade f the smartview software to 3.16, one device was interrogated without any issue. Then another device (seems to be ulys vr) was interrogated and then there was the rf signal (bip) followed by the screen n°2 (enclosed, light screen). It was impossible to go on. The battery has been removed. Then the battery was reconnected and the same issue occurred. The battery was removed again and the tablet was switched on and displayed the smartview screen but totally inactive.

Manufacturer narrative:
The review of provided data confirmed the reported issue. The analysis of the provided expert files showed that some files were corrupted and therefore not running after their first execution (like the webserver nginx). The most probable hypothesis for the corruption of the files is a brutal shutdown of the tablet during the installation of the smartview software version 3.16. The reported screen appears after a brutal shutdown. It is recommended to re-ghost the subject programmer. Accordingly, the programmer will follow the normal workflow of repair and will return to the field. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, after the upgrade f the smartview software to 3.16, one device was interrogated without any issue. Then another device (seems to be ulys vr) was interrogated and then there was the rf signal (bip) followed by the screen n°2 (enclosed, light screen). It was impossible to go on. The battery has been removed. Then the battery was reconnected and the same issue occurred. The battery was removed again and the tablet was switched on and displayed the smartview screen but totally inactive.